Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 2 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " suspected false positive ".

Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positives with their bactec fx 441385 sn: (B)(6). Bd support reviewed the log files and reported that there was no issue with the machine. This is an unconfirmed complaint. No further communication was established regarding this issue. No samples were returned for analysis and device history review is not needed as this does not allege an early life failure. No new risks or hazards have been identified. Bd quality will continue to monitor for failures.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 2 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " suspected false positive "